Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It was reported that when attempting to peel the sheath apart after the PICC was inserted the orange handles on the top part of the sheath ripped apart from the rest of the sheath. This occurred in the special procedures room. The inserting nurse was able to remove what was left of the sheath from the pt's insertion site using forceps. The catheter was placed successfully. There was no delay in treatment. No complications or death occurred to the pt.